Event description:
Update rec'd 1/12/15 - plaintiff¿s preliminary disclosure form was received, which identified side and dor. The sleeve and stem are being added for elevated metal ions.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 3/3/2015 - ppd with medical records received. Patient revised to address osteolysis and infection. Upon revision, a loose acetabular cup, purulent appearing fluid, and a fracture from the trochanteric osteotomy were noted. The patient was implanted with zimmer products. The information received does not change the MDR decision. This complaint was updated on: 03/18/15.

Event description:
Litigation alleges that the patient suffers from extreme pain in his hip, thigh pain; physical pain and impairment; limited range of motion; elevated levels of chromium and cobalt.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.